Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the shorted capacitor could not be positively identified. Medical staff reportedly performed additional resuscitation attempts following the lifevest treatment. The damage to the r781 resistor is consistent with an external defibrillation while wearing the lifevest. The damage to the resistor occurred after the lifevest converted the patient's arrhythmia. There is no information to suggest that the damaged resistor caused or contributed to the patient death.

Event description:
A distributor contacted zoll to report that a patient passed away while wearing the lifevest. The lifevest operated as designed and treated the patient during vf. The vf was converted to sinus bradycardia. Medical staff performed additional resuscitation attempts but the patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death. The distributor returned the patient's monitor to zoll for further investigation.